Event description:
A customer reported to baxter healthcare regarding the vial-mate reconstitution device in which a leak was detected between the vial-mate and the sodium chloride bag. The vial-mate was attached to a vancomycin 1gram vial and a 250 sodium chloride bag. This was observed during reconstitution. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned to the plant for evaluation. The reported condition of ?leak was detected between the vial-mate and bag? Was not confirmed. Visual and functional tests were performed and no abnormalities were found. Therefore, an assignable root cause could not be identified.